Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was kidney disease; however, the caller believed that the death may have been related to diabetic shock. At the time of death, the customer's blood glucose was 91 mg/dl the caller did not know if the customer wore the insulin pump at the time of death. The caller did not know if the customer used sensors. The caller stated that the customer had kidney failure. The caller declined returning the insulin pump.